Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was unable to be refilled due to being flipped. The event or difficulty occurred on (B)(6) 2014. The patient had been referred to a surgeon by the managing physician because they were unable to refill the pump and the physician had stated that the pump was flipped. Per the managing physician, the patient had recently lost weight which was intended due to the patient previously being overweight; however, the patient developed loose skin in her abdominal area resulting in the flipped pump. A pump pocket revision was scheduled for (B)(6) 2014. The surgeon exposed the pump and confirmed it had been flipped. The surgeon noted that no suture loops were intact. The surgeon repositioned the pump in the correct orientation, used a mesh pouch to cover the pump, and re-secured the pump to the fascia using all 4 suture loops. It was unknown if any diagnostic testing or troubleshooting had been performed. The product issue was resolved. The pump was to be refilled by the managing physician prior to the pump becoming empty. There were no patient symptoms associated with the event. As of (B)(6) 2014 the patient was doing well. The device system delivered dilaudid.